Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharger antenna failure and the controller went blank when the recharger telemetry module (rtm) was plugged in. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that her controller is not turning on and she cannot charge. Pt states this all began (B)(6)2021. Pt states she cannot charge controller either. While troubleshooting pt's remote does not power up without batteries to wall as well as lith battery to wall. Pt's remote does power up with double a batteries. Sent request to repair for remote as well as ac power as their is no green light on the ac when plugged to wall. The pt called back and reported that they received the replacement controller, however when they plug the recharger (rtm) into the controller to recharge their ins the controller goes blank. Pt confirmed that the controller worked properly with the ac power supply connected. Pt stated that the rtm relay box, paddle and cord going into the paddle got hot when trying to recharge the ins. When asked for event date, pt stated that they couldn't recall. An email was sent to the repair department to replace the rtm. No symptoms were reported.